Event description:
It was reported that an ilet device displayed a black screen and was unresponsive for several hours, the user could not verify wireless charging functionality, and attempts to restart the pump from the ilet device were unsuccessful; the situation was associated with a device touchscreen/key input that was unresponsive, and the user¿s fingerstick blood glucose was 181 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive touchscreen/key input. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.